Event description:
It was observed during central processing that the monopolar curved scissors had a piece of insulation missing.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument tube extension was broke and missing a .153 x .291 piece at the proximal clevis interface. The clevis was dislodged from tube extension. Tube extension fractured next to one of the keys that mates with the proximal clevis. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument tube extension had pad printing removed. There is a small area with pad printing removal 0.066 x 0.081. Evidence not conclusive, but pad printing damage may be due to likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however pad printing damage were to recur could cause or contribute to an adverse event.